Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a syringe. The customer states we received the complaint from the market regarding leaking at the screw thread during administration the drug on the patient. Administration was stopped and tried again with a new needle without success. A new syringe was administrated to the patient. Medication used: xeplion 150 mg depot-injections 150 mg during injection of the medication into the patient. Administration of the medicine was stopped and tried again with a new needle with no success.

Manufacturer narrative:
The device history record (DHR) for the reported lot indicates that there were no non-conformance reports issued for this lot. There were no samples submitted with this complaint. The reported condition could not be confirmed without an actual sample to evaluate. An investigation of the reported condition was performed. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. A review of process monitoring data was conducted and there were no issues related to the reported condition. A review of the machine setup was conducted and there were no issues. The equipment was reviewed for malfunctions that could cause the reported condition. There were no issues identified with the operation of the equipment during the review. There was 1 sample (opened, hub cavity ID (B)(6), no packaging) submitted with this complaint. The sample was cracked at the luer of the hub and the lugs of the hub were damaged from what appeared to be forcible attachment of the device. The reported condition is confirmed. The cause analysis determined the most likely root cause may be attributed to over-torquing of the needle during onto a more rigid coc syringe during the assembly process by the user. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leaks and damage. The lot met all defined acceptance criteria and was released. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. The investigation did not identify a systemic issue with the product or process. It is recommended the user consults the instructions for use for guidance when attaching the device.